Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they saw the patient in the clinic and the high impedance was no longer present; all impedances were within normal limits. The reason for the resolution was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, and lot# (B)(4). Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 23-aug-2024, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during stage 2 implant today, it was found electrode 3 is out of range. C <(>&<)> 3 is 5,000 ohms and all bipolar combinations are >10,000 ohms. The reason for call was during the connectivity test he received a message that configuration cannot be verified. Agent sent an email asking for clarification of the message. Caller indicated they are aware of the best electrodes used for programming and patient and will not need electrode 3. No environmental/external/patient factors that may have led or contributed to the issue were identified. Impedance checks were performed to find the source/eliminate other sources. Connections were disconnected, visually inspected, cleaned and reconnected and impedances checked. During replacement of extension wires and implantable neurostimulator (ins) previously reported, system connectivity was tested and failed. Impedance testing showed a high impedance on contact 3. Lead to extension connections were disconnected, visually inspected, cleaned and reconnected with the same result. Extension to battery was disconnected, visually inspected, cleaned and reconnected with the same high impedance. Extensions were swapped and tested, the high impedance on the 3 contact remained consistent. Surgeon decided that because he will not be programmed on that contact to leave the high impedance and complete the surgery. Rep and surgeon discussed the impact to MRI eligibility. The cause of the high impedance could not be determined. There are no further actions planned to resolve the high impedance. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported contact two was in the best location for ant stimulation and thus that¿s why contact 3 wasn¿t used. It was noted the ¿configuration can not be verified¿ message would appear with sensight leads when the impedances on electrodes 4-7 were out of range. Additional information received from the manufacturer¿s representative (rep) reported the patient had an appointment at the beginning of march with their epileptologist. The physician asked they turn on the device on contacts 2 and 10 and go up to 2ma. Since the device was being used for epilepsy, effective therapy couldn¿t be immediately established.